Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after 30 minutes of use in a colectomy, the device would no longer adequately coagulate tissue. Regular tones were heard. A new device of the same type was used to complete the procedure, and no patient injury occurred.